Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and an unknown medication (concentrations and doses unknown) via an implanted pump for spinal pain and non-malignant pain. It was noted it was a "morphine cocktail." It was reported the patient had an infection and the pump was pushing through the skin before and the pump had to be replaced. The area of the infection was the pocket and the pump was pushing through the skin and it was infected. The change in therapy/symptoms was gradual. It was unknown if the infection was confirmed and the event date was 2016. It was further reported the event was ¿around the time the last pump was replaced (B)(6) 2016. A total system explant occurred, and the pump was removed and replaced. The infection was resolved. No further complications were reported.